Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was identified. No additional information is available.

Manufacturer narrative:
The device was evaluated. A review of the event history log identified the system error 20602. Functional flow rate accuracy testing was performed and the device met specifications. The pump was able to successfully infuse. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the logs. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.